Manufacturer narrative:
The current instructions for use (IFU) contains the following: "warnings - in rare instances, some patients may be allergic to the aligner material (e.g., plastic, coating material) including aligners with occlusal blocks material.". The potential root cause of this event shared by the treating doctor is allergic reaction. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the idiopathic anaphylactic reaction (life-threatening) and epinephrine auto-injection (medical intervention) the invisalign system aligners were being used. Therefore, an MDR is being filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the event, and the date (b3) is based on the timelines reported to align and compared to patient information.

Event description:
The treating doctor reported back in 2023 that the patient experienced an allergic reaction, an idiopathic anaphylactic reaction and that the patient reported that had to use an epipen multiple times. It is unknown if the patient required any further medical intervention or if any other medication was administered apart from the epinephrine autoinjector. No additional information provided.